Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues and bowel issues. The consumer reported that she had a loss of therapy on (B)(6) 2015. There was a fall that could be related to this issue. The patient fell out of bed on (B)(6) 2015 and had diarrhea and bowel incontinence on (B)(6) 2015. She felt stimulation in her thigh and buttock starting (B)(6) 2015 (the day prior to the fall). No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they spoke with the manufacturer representative (rep) on (B)(6) 2016 after 7pm. The rep assisted her with adjusting the setting to program 4 at 2.6 volts because she was having pain on the left upper buttocks area. Stimulation changed and she was still having constant continence in bowel and bladder. The patient noticed that the sensation moved from the vaginal seat into the hip to the upper buttocks area. This occurred on (B)(6) 2016. From the time of surgery to 21 days later, she was getting good relief at least 50% with her original settings, which was program 1 at 1.4 or 1.6 volts in the vaginal seat. Also, the patient could not lay on her back due to implantable neurostimulator (ins) replacement. The patient reported the diagnoses of bowel and bladder incontinence, sacral nerve root injury, and the patient did not have any injury prior to the first implant in (B)(6) 2015.